Event description:
It was reported that customer experienced insulin leakage between tubing and cartridge, while in use. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.